Event description:
It was reported that a patient underwent a laparoscopic hysterectomy for uterine lesions procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery . Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a detached needle and a suture piece outside its packaging was returned for analysis. Product code sxpp1a405. Upon visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. In the inspection of the hole, a suture remnant was observed. The suture was examined and the end was noted to be crushed and cut probably caused by a surgical instrument. In addition, a photo was provided with the same condition as the received sample. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.